Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008 the patient presented with the following preoperative diagnosis: spinal stenosis with degenerative disc status post multiple back procedures. The following procedures were performed on the patient: 1 posterior spinal fusion l2 to l4. 2. Posterior spinal instrumentation legacy system l2 to l4. 3. Local bone graft of rhbmp-2/acs. Per op notes: "...I then decorticated throughout and placed bone graft, rhbmp-2 and bone graft matrix throughout the posterior lateral gutters into the facet joints..."